Event description:
Literature was reviewed regarding long-term follow-up of right ventricle to pulmonary artery biologic valved conduits used in pediatric congenital heart surgery. The study population included 455 patients with a mean age of 6 years who were predominantly male. Multiple manufacturer¿s devices were implanted in the study population; 192 patients were implanted with a medtronic contegra conduit. Among contegra conduit patients adverse events included: endocarditis and replacment. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: michael j. Lewis et al. Long-term follow-up of right ventricle to pulmonary artery biologic valved conduits used in pediatric congenital heart surgery. Pediatric cardiology vol 44:102¿115 2023. 10.1007/s00246-022-02956-3 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.